Event description:
It was observed that during the device evaluation, the tracheal intubation fiberscope exhibited a peeling of greater than 1 mm2 the coating on the image guide snake tube, as well as a missing indication on the image guide snake tube of greater than 1 mm2. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: known inherent risk of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.